Event description:
New information reported stated that the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead dislodged and exhibited a capture anomaly, a sensing anomaly, and an impedance measurement anomaly. The lead was explanted and replaced. No patient symptoms were reported.